Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('do you think this happened after your hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced flatulence ("gas pain") and was found to have ovarian cancer ("ovarian cancer"), cervix carcinoma ("cervical uterine cancer") and weight decreased ("lost 10 lbs"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, flatulence, ovarian cancer, cervix carcinoma and weight decreased outcome was unknown. The reporter considered cervix carcinoma, flatulence, medical device removal, ovarian cancer and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media report : hysterectomy, gas pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: ovarian cancer, cervical uterine cancer, weight loss were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('do you think this happened after your hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced flatulence ("gas pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and flatulence outcome was unknown. The reporter considered flatulence and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media report : hysterectomy, gas pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: with follow up received this case was detected to be a duplicate to record# (B)(4) which will be deleted after all information was transferred to this retained case # (B)(4). New: new social media reporter added. New event: flatulence (gas pain) incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('do you think this happened after your hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media report : medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: social media report received : previously reported event "injury" updated to "hysterectomy", reporter added.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('do you think this happened after your hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced flatulence ("gas pain") and breast pain ("my breast hurt") and was found to have ovarian cancer ("ovarian cancer"), cervix carcinoma ("cervical uterine cancer") and weight decreased ("lost 10 lbs in 5 days"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, flatulence, ovarian cancer, cervix carcinoma, weight decreased and breast pain outcome was unknown. The reporter considered breast pain, cervix carcinoma, flatulence, medical device removal, ovarian cancer and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media report : hysterectomy, gas pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: data received from social media. New event 'my breast hurt' added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.